Event description:
The physician experienced difficulty crossing the lesion, but finally managed to do so by using an anchor technique and excessive force. The shaft of the sds was damaged when excessive force was applied. An attempt was made to expand the pixel stent in the lesion but it could not be expanded. The stent delivery system (sds) was withdrawn, but the stent was dislodged in the lmt-lcx while the sds was being removed. Blood pressure decreased when the stent dislodged, as the vessel was occluded in the proximal part of the lad. The dislodged pixel stent was deployed in the lmt-lad by compressing it using another company's stent. Blood flow to the lcx was maintained and the procedure was completed. No additional information was available.